Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that after the wireless remote hand control button was released, the system continued to move. Based on additional information from field safety notice (fsn) 88200521/ hhe ami 1123-2019 it has been determined this record is a reportable event.   A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.

Manufacturer narrative:
The customer reported that, intermittently, their spect system motion continues after the wireless hand controller button was released. There was no report of system contact with a person or object. There was no report of harm. The system was in clinical use when this issue occurred. The philips field service engineer (fse) evaluated the system and confirmed the reported issue. The in-house biomedical engineer serviced the system. The biomed engineer reported that the table up and down and detector radius in and out buttons were the ones in use when the issue occurred. The biomed engineer confirmed that the customer finished the patient scan on the affected system, but they used the touchscreen monitor controls to manually move and mark the study. The biomed removed the hand controller from the scan room and confirmed that all emergency stop (e-stop) buttons and collision sensors were functioning on the system. The biomed engineer replaced the wireless hand controller. The hand controller was sent to philips engineering for investigation. After extensive testing of the wireless hand controller, engineering was not able to produce uncommanded movement with the returned part. It was determined that the probable cause was a faulty hand controller and/or hand controller battery. The system is operational. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.